Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of granuloma as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the malar region with unspecified juvéderm¿ voluma¿ and to the infra-orbital (nasal groove) with juvéderm® volbella¿ with lidocaine. Approximately 5 months later patient developed an increased lesion (nodule type), visible, on the left side. Patient underwent a biopsy of the left jugal mucosa which found granuloma of foreign body to hyaluronic acid. No medical or surgical intervention noted. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00130 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm¿ voluma¿.